Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported a false nonreactive architect syphilis tp result for a 37-year-old male patient. The following data was provided: (B)(6) 2026, sid (B)(6): initial result (lot 83314be02) = 0.62 s/co, weigao platform = 6.12 s/co, tppa = positive. The patient was tested at another hospital with architect syphilis tp for troubleshooting purposes only and generated a nonreactive result of 0.61 s/co. The patient has a history of latent syphilis. The historical result from (B)(6) 2025 with an abbott platform was 5.07 s/co. No impact to patient management was reported.